Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site, and the reported issue could not be replicated. The system functioned normally during inspection. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the user had difficulty opening the imaging system gantry door. The system was reportedly rebooted, and the issue was resolved. There was no patient present when this issue was identified. No additional details were provided.